Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure, the faradrive steerable sheath package was opened, and the tip of the dilator was noted to be crimped. The device was replaced. The procedure was completed with the new device and there were no patient complications. The device is not expected to return for analysis.